Manufacturer narrative:
This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the octagonal tube is broken and the patient is at full growth potential. The patient will be converting to the guardian system.